Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 20 months post-implant, it was reported that the pt was admitted into the hosp after experiencing red heart alarms when connected to her power module via the pt cable. The pt's event history was reviewed and indicated, a reduction in pump speed and pump stoppage. An x-ray was performed. Add'l info received indicated that prior to admission into the hosp; the pt reported a yellow wrench alarm and a "red light on the driveline indicator." When the pt was at the hosp and connected to a power module, a red heart alarm appeared immediately. The pt became dizzy and reported feeling the pump vibrating. The pt was then connected to her batteries and the alarm stopped. The pt's event history was reviewed and revealed that the pt had 4 pump stoppages that varied between 10 and 40 seconds over a period of approx 2 hours. The alarm that displayed during the pump stoppages was "driveline disconnected." On (B)(6) 2014, the external portion of the driveline was replaced and the pt will continue to be evaluated by the hosp.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.